Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During implantation with a smarttouch programmer with 3.16 installed, the nurse tried to open the virtual keyboard to fill the fields in the patient screen. The smarttouch interface was not answering to any touch. The tablet was shot down by the "on/off" button without success. The "p1+p2" button combination was used, but it was not possible to click on the pop-up for the closure of the session. After battery removal and restart, the smarttouch had a normal behavior again. The same issue occurred the day after this implantation.

Manufacturer narrative:
The complaint reported is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups or the screen keyboard are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to click on the appropriate answer or button, which explains the reported freeze during the programmer session. This limitation will be corrected in the upcoming programmer version.

Event description:
During implantation with a smarttouch programmer with 3.16 installed, the nurse tried to open the virtual keyboard to fill the fields in the patient screen. The smarttouch interface was not answering to any touch. The tablet was shot down by the "on/off" button without success. The "p1+p2" button combination was used, but it was not possible to click on the pop-up for the closure of the session. After battery removal and restart, the smarttouch had a normal behavior again. The same issue occurred the day after this implantation.